Manufacturer narrative:
C19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code e2401 was used to cover that it is unknown what kind of acute kidney injury was noticed, and a right renal artery occlusion cause is unknown. Code f28- was used to cover that the kidney issues and renal occlusion were not treated. The cause is unknown. The physician is monitoring the patient. Code a26- the cause of an anemia is unknown. The information regarding of the kidney issues and renal occlusion was limited. Additional information was requested and will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. The patient tolerated the procedure. On (B)(6) 2025, an acute kidney injury was noticed, and the patient had a fluid therapy. Additionally, a right renal artery occlusion was noted. No treatment was required. According to the site, these complications were procedure related. On (B)(6) 2025, leukocytosis was noticed. Unknown relationship. No treatment was required. Additionally, the patient experienced a worsening back pain and the following treatment was received: fentanyl IV, oxycodone, acetaminophen, lidocaine patch and heating pad. On (B)(6) 2025, an acute posthemorrhagic anemia was noted and the patient underwent transfusion procedure using packed red blood cells 330ml and 372ml. On (B)(6) 2025, platelets 240ml transfusion was done. According to the site, the event was a procedure related. On (B)(6) 2025, the right internal jugular thrombus determined and the same day the patient had an anticoagulation therapy, the patient discharged home on (B)(6) 2025. The physician is monitoring the patient.

Event description:
On (B)(6) 2025, the patient underwent endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. The patient tolerated the procedure. On (B)(6) 2025, an acute kidney injury was noticed, and the patient had a fluid therapy. According to the physician, it was not able to cannulate the right renal artery despite aggressive efforts. The loos of the kidney was the etiology of the acute kidney injury. The distal divide was opened premature and that made cannulation impossible. Additionally, a right renal artery occlusion was noted due to the failure to cannulate the renal due to angulation and stenosis. The renal was completely occluded. The physician tried aggressive endovascular maneuvers without success. No treatment was required. According to the site, these complications were procedure related. On september 30, 2025, leukocytosis was noticed. Per physician, it was a post-operative inflammatory effect. No treatment was required. Additionally, the patient experienced a worsening back pain and the following treatment was received: fentanyl IV, oxycodone, acetaminophen, lidocaine patch and heating pad. On (B)(6) 2025, an acute posthemorrhagic anemia was noted and the patient underwent transfusion procedure using packed red blood cells 330ml and 372ml. On (B)(6) 2025, platelets 240ml transfusion was done. According to the site, the event was a procedure related. A. No stroke was noticed. Anemia was from the procedure. Estimated blood loos from procedure was 400 ml. On (B)(6) 2025, the right internal jugular thrombus determined and the same day the patient had an anticoagulation therapy. Reportedly, thrombus did not cause any further complications. The patient discharged home on (B)(6) 2025 and is doing fine according to the last check. The physician is monitoring the patient.

Manufacturer narrative:
B5: additional information was received. The event description was updated. C19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code f28 - was used to cover that the kidney issues and renal occlusion were not treated. The physician is monitoring the patient. According to the physician, a right renal artery occlusion was noted due to the failure to cannulate the renal due to angulation and stenosis. The renal was completely occluded. The physician tried aggressive endovascular maneuvers without success. These complications were procedure related. Please note that the gore® viabahn® vbx balloon expandable endoprosthesis used at the right renal artery was covered by the (B)(4) and reported separately.